Event description:
Laboratory records reviewed by hospital identified an increase in the number of positive cultures for pseudomonas. The customer identified the olympus 7240 bronchoscope that was processed in the steris system 1 as a possible source for the increased positive culture results.